Event description:
The customer reported that he was hospitalized 3 times for diabetes ketoacidosis. No blood glucose level was provided at the time of the call. The customer refused to perform troubleshooting. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.